Event description:
It was reported the physician indicated the middle port had broken and the sheath could not be used. There was no pt injury reported.

Manufacturer narrative:
One trio adapter and one 10f introducer with dilator were received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The returned trio adapter was received with the middle port broken at the body of the adapter. No other anomalies were noted.